Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The replaced system board was received by the philips product investigation lab for evaluation. The product investigation lab installed the system board in a trilogy evo, ran therapy overnight for approximately 19 hours and found the system board operated as expected. Event log was retrieved and reviewed; no occurrences of e-18 were found. Product investigation lad concluded that the system board operates as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.